Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. The root cause is that the patient did not properly disconnect the patient line from the transfer set during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 1 of 2 associated with this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a system error (se) 2317 alarm that appeared on the homechoice (hc) display during fill 3 of 4, the home patient (hp) revealed that the transfer set came apart and that the hp had tried to reconnect and restart therapy, but the hc machine alarm kept occurring. The technical service representative (tsr) assisted the hp to clear the alarm, assisted to disconnect and remove cassette, explained the alarm and possible causes and assisted to end therapy. The tsr advised the hp to contact nurse about transfer set replacement. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse, it was revealed that the separation occurred between the transfer and the titanium adapter, as the hp overstretched it while walking. The nurse confirmed that hp did not have any injury or harm as a result of this incident. The hp was given prophylactic antibiotics. Per nurse, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.